Event description:
The customer stated that a (B)(6) alinity c creatinine result of (B)(6) was generated for a patient sample ((B)(6)) on (B)(6), 2022 that retested at (B)(6). An additional occurrence occurred on (B)(6), 2022. Sid (B)(6) initial result was (B)(6) and repeat result was (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c creatinine results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history review, and labeling review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity for lot number 47269un21. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 47269un21 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. The sample when repeated generated lower normal results. A sample related issue could not be ruled out. Based on our investigation, no systemic issue or deficiency with alinity c creatinine reagent lot 47269un21 was identified.